Manufacturer narrative:
Sections with additional information as of 28-feb-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Sections with additional information as of 29-may-2020: h6: updated FDA's method code. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use/mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with am test results obtained of 177 mg/dl and from pm results obtained of 175, 194 and 185 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90 - 147 mg/dl, expected pm fasting blood glucose test result range is 110 -167 mg/dl. Customer was not using proper testing technique and stated she does is not always wash hands prior to testing and sometimes uses alcohol on finger. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is about one week. (B)(6).